Manufacturer narrative:
H.6 investigation summary material #: 364314. Lot/batch #: 3024416. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for leakage was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing, each drawn with water, and the issue of leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd preset¿ arterial blood collection syringe, a small amount of blood leaked from the syringe piston after blood collection. No patient impact reported.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6) sciences. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd preset¿ arterial blood collection syringe, a small amount of blood leaked from the syringe piston after blood collection. No patient impact reported.